Manufacturer narrative:
Medtronic received additional information that this device was explanted and replaced due to suspected endocarditis as observed by echocardiogram. Cultures were taken, but were returned negative, and no infective organism was identified. The physician's nurse also reported that the device was not suspected as a cause of the endocarditis.

Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, one month post implant of this bioprosthetic valved pulmonic conduit, this device was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.